Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unit had incomplete mesh during meshing of previously recovered cadaveric skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report of skin graft mesher device, serial number (B)(4), reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. The last repair was january 3, 2018 where it was reported that device produced incomplete mesh and the roller and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), as documented in the repair reports. The last repair was january 3, 2018 where it was reported that device produced incomplete mesh and the roller and no parts were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4), reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4), as documented in the repair reports. The last repair was january 3, 2018 where it was reported that device produced incomplete mesh and no parts were replaced. This is not a related issue. On march 20, 2018, it was reported that unit had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on april 6, 2018 revealed that the comb was damaged and the calibration was out of specifications but the test cut passed. The 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) both failed zimmer biomet test cut criteria. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 6, 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) both failed zimmer biomet test cut criteria. While during initial inspection it was noted that the1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) both failed zimmer biomet test cut criteria, it is unknown how these cutters became damaged. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Initial inspection also revealed that the comb was damaged.